Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review has been requested. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient was implanted with matrix mandible plate. Post-operative, on (B)(6) 2019, the patient had an infection. Thus, the revision surgery is planned to be performed on (B)(6) 2019 to revise the plate. Patient has been hospitalized. Reportedly, the revision surgery will schedule to be performed (not a right away) because there was a psychological influence which the plate has been exposed, but no adverse consequence to the patient. This report is for one (1) plate. This is report 1 of 2 for (B)(4).

Event description:
It was further reported that the primary surgery was performed on (B)(6) 2018 to implant another manufacturer¿s titanium mesh plate with cancellous bone into the patient¿s left mandible due to the fracture when the patient got the radiation treatment for adenoid cystic carcinoma. After the primary surgery on unknown date, the surgeon recognized that the patient got the infection, therefore, the revision surgery was performed on (B)(6), 2018 and patient was revised to the matrixmandible plate. On an unknown date in (B)(6) 2019, the surgeon recognized that the implanted plate was partially exposed. Therefore the revision surgery was performed on an unknown date to revise to the matrixmandible plate via pre-bending. The reported plate was discarded due to suspicion of infection.

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 04.503.739s lot: 9939182 manufacturing site: (B)(4) supplier: (B)(4) release to warehouse date: 04.may.2016 expiry date: 01.apr.2026 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and sterlilization parameter criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.